Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the middle and lower segments of the esophagus during a preventive treatment for varicose veins procedure performed on (B)(6) 2025. According to the complainant, during the procedure after the deployment of the first band, the remaining bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned and during visual inspection no issues were identified in the handle section. However, the ligator housing was not returned for the analysis to identify any defect with it. It was unable to confirm the reported event with testing of the product return. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The most probable cause of the reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the middle and lower segments of the esophagus during a preventive treatment for varicose veins procedure performed on (B)(6) 2025. According to the complainant, during the procedure after the deployment of the first band, the remaining bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.